Event description:
It was reported that the patient had symptoms of altered mental status and left sided weakness due to hypo-perfusion on (B)(6) 2021 a computed tomography (CT) was performed and noted kinking in the outflow graft. On (B)(6) 2021 the patient underwent surgery with the outflow graft noted to be pushed medially by the lungs, giving it a very acute angle as it transverse over the lower right atrium and down toward the inferior vena cava and then sharply up toward the right shoulder before straitening out and anastomosing to the aorta. A 6cm segment of the outflow graft was cut between the two grafts and removed with the two remaining ends grafted together.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of outflow graft kinking could not be confirmed through this evaluation as no images were submitted for analysis and the device remains in use. A specific cause for the reported event could not be conclusively determined through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.